Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The balloon ruptured longitudinally and leaked when the physician injected the balloon with 400 ml saline. (About 4 cm) there were no reported adverse effects to the patient as a result of the product problem.